Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set "folded under the self-adhesive upon the skin". The cannula had come out of the patient's skin "several" times while sleeping during the past year. No adverse event was reported. The infusion set is not expected to be returned for product evaluation.